Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported to have injected with juvéderm® volbella¿ with lidocaine, juvéderm® voluma¿ with lidocaine, juvéderm® ultra 3 and [unspecified] juvéderm® volift¿ subcutaneously and experienced "soft tissue inflammation", "inflammation of the submandibular behind-the-ear lymph nodes", "fillers after longidase have not biodegraded from the facial soft tissues in more than 2 year". As evidenced by control magnetic resonance imaging (MRI) scans of the facial soft tissues, which suggests that these products are not authentic, and as a result, requests have not been sent to the filler manufacturer, that is, it has not been confirmed that these juvéderm® products are authentic. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4) ), abbvie complaint # (B)(4) (MDR ID# 3005113652-2024-0011060), and abbvie complaint # (B)(4) (MDR ID# 3005113652-2024-0011061) . This emdr is being submitted for the suspect product, juvéderm® voluma¿ with lidocaine (lot# vb20a90625).